Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of heat could not be confirmed. The device passed all tests and no problems were observed. If additional information becomes available a supplemental report will be submitted.

Event description:
Report received from the USA stating that the device was overheating and would not secure cutter. The device was being used during surgery. It is known that no patient injury was reported. It is unknown if medical intervention or delay occurred during the surgical procedure. There was no additional information provided.